Event description:
Complainant alleged that during an aircraft transfer of a male pt (age unk), who had been involved in an atv accident, the associated defibrillator was unable to obtain an ECG signal via the attached electrodes. The clinician pressed down in the side of the pads and an ECG signal was obtained. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the electrodes for eval and this complaint is still under investigation.